Event description:
It was reported that the lead had no capture at 6 volts. A chest x-ray showed some breakdown around the clavicle. The lead was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal conductor of the lead was extrinsically over-rotated, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. (B)(4).